Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/24/2014 with the following results: a review of the black box and alarm history showed occlusion alarms. No occlusions occurred during investigation. The force sensor was found to be in calibration.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).